Event description:
The customer reported no echo image, during inspection for use, involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 - full initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.